Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# la2379, implanted: (B)(6) 2002, product type: lead.

Event description:
The patient reported that their lead broke with their last implantable neurostimulator (ins) when they were in a movie theater. The lead broke in (B)(6) 2006, and the patient had it replaced in (B)(6) 2006. No patient symptoms were reported. The patient was implanted for failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.